Event description:
Calcar area of femur was fractured upon impacting corail stem. Surgeon removed stem, put a cable around the proximal femur, and reimplanted the same stem. He stated that the bone in the calcar area was schlerotic. This problem caused a 15-minute extension of surgical time.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint data base search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.